Manufacturer narrative:
Product analysis: at analysis it was noted that the device passed its incoming testing on the automated test system, that its upper and lower cases were broken and that there was possible fluid ingression between the cases. It was recommended that the device be scrapped due to a lack of available spare parts for repair. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator "did not light." The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.